Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was stuck on rewind. The customer woke up that morning with his blood glucose level at 420 mg/dl. He tried to use the insulin pump but there was something on the screen that was not normal but he did not recall what he saw. They were unable to exit the preparing to prime loop. The customer treated their blood glucose level with the insulin pump. He had to rub his finger nail around the esc button and push the button down with his finger nail to get the button to respond. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response at esc and act button due to unlocked connector on lcd board. No button error alarm during testing. We were unable to confirm display anomaly and unable to perform any tests due to buttons unresponsive. The insulin pump was received with cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.